Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and nervous system disorder ("neuro conditions/problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, dermatitis allergic, vaginal infection, bladder disorder, alopecia, migraine, headache, nervous system disorder and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, migraine, nervous system disorder, pelvic pain and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received : incident category updated. Reporter information, patient details, product indication updated. Removal date added. Event ¿ injury¿ was replaced with events given in the sd. Events added- pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, dermatitis allergic, vaginal infection, bladder disorder, alopecia, migraine, headache, nervous system disorder, hormone level abnormal. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.